Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that post implant, the ra lead dislodged and was pacing the rv. The device was programmed to vvi and a lead revision has been scheduled. No adverse patient effects were reported. There is no further information available. Should additional information become available, this report will be updated.